Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted concurrently with total abdominal hysterectomy. It was reported that she experienced vaginal bleeding. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to pain with suburethral sling at (B)(6) medical center, inc. No additional information was provided.